Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1wknm, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-nov-2022, UDI#: (B)(4). Event date: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient to the manufacturer representative (rep) that they had a loss of therapeutic effect; the patient was going to urinate day and night, every hour. The patient stated they were unsure if the permanent implant ever worked as well as the basic evaluation. The rep noted for environmental/external/patient factors that the patient did have a fall down the steps while carrying laundry on or around (B)(6) 2019. In regards to diagnostics/troubleshooting performed, the rep stated the implant had been interrogated by the patient¿s healthcare physician (hcp) on or around (B)(6) 2019, where the impedance were >4000 on electrodes 0 and 1. The hcp did some reprogramming on that day to avoid the area of high impedance. The reprogramming done on that day, the rep noted, didn¿t seem to help with a therapeutic response so on (B)(6) 2019 the rep saw the patient and interrogated the implant, showing high impedances on 0 and 1 electrodes. The rep reported they reprogrammed the implant to avoid the areas of high impedance and noted that the patient would try this program and the hcp was having the patient consider a lead revision if the patient didn¿t get a therapeutic response. The rep noted at the time of this report it was unknown if the issue had been resolved though they had as ked for resolution. At the time of the report no surgical intervention had been planned. There were no further complications reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1wknm implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an health care physician (hcp) via a manufacturer representative (rep). In response to the inquiry for what impact the fall had on the implanted devices, the rep reported ¿unknown, if any.¿ in response to the inquiries for cause of the implanted device not ever working as well as the basic evaluation and the cause of the impedance being >4000 on electrodes 0 and 1 the rep reported ¿never determined.¿ in response to the inquiry for what actions/interventions were taken to resolve the impedance being >4000 on electrodes 0 and 1 the rep reported ¿none,¿ and noted that the implant remained in service and that no intervention had been planned at the time of the report. The rep noted the reported information had been confirmed with the hcp. There were no further complications reported.